Event description:
A nurse reported that a loss of vacuum was experienced when using the vitrector. There was no pt or surgical impact reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause for the customer reported event could not be determined. (B)(4).